Manufacturer narrative:
H3: one device was received for analysis. The service history review identified no relevant service history. The reported issue was confirmed through visual inspection and functional performance verification testing (pvt) as the dso seal is detached, and battery compartment spring contacts are corroded. Replaced dso seal and battery compartment spring contacts. Further investigation identified a bucking upstream occlusion (uso) seal. The uso seal was replaced. Calibration for the dso/uso was also performed. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
It was reported that the device had a torn downstream occlusion (dso) seal,and corrosion inside battery compartment. There was no patient involvement.